Event description:
It was reported that the customer's insulin pump screen was completely blank. Customer's blood glucose was 186 mg/dl. Relevant damage or corrosion were not found during troubleshooting. Customer inserted a new battery and the display did not return. Customer was advised to discontinue use and revert to back-up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected off no power alarm was noted. The low battery alarm functioned properly and no unexpected blank display or damage to the isolation tape was noted. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.